Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the drive support cap was off. The customer's blood glucose value was unknown at the time of incident. The customer's current blood glucose value was 93 mg/dl. The customer experienced vomiting. The customer declined troubleshooting for high blood glucose value. The insulin pump will not be returned for analysis.